Event description:
Steris received an e-mail message requesting info on steris 20 sterilant concentrate. The or officer indicated that while attempting to dispose of a container of steris 20 sterilant, the cup crumbled apart, causing the contents to splatter onto his arms, neck and face. The officer complained of respiratory discomfort in addition to irritation to his arms, neck, forehead and eyes. The officer was administered medical treatment to decrease bronchial irritation and inflammation.